Event description:
It was reported by service report that there was a bad coupler and possible cpu on the s3. It is unknown if there was patient involvement or if there are adverse consequences to report.